Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013; inratio2: 2.8; lab: 2.49. Therapeutic range: 2.8-3.5. Few minutes between tests. Patient visited ER (B)(6) 2013 due to blood in his urine; was not admitted to the hospital.

Manufacturer narrative:
No product was expected to be returned. Retain strip testing results met both accuracy and precision criteria. A review of the batch record for the lot did not uncover any non-conformances. Root cause could not be determined from the info provided by the customer. Product deficiency was not established. Corrective action is not required at this time.